Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working which was reproduced during evaluation. Visual inspection found the symptom to be caused by a damage keypad, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced all second column of keypad from left was not working. The event occurred during testing in the biomedical service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.